Event description:
Additional information from a healthcare professional (hcp) reported the patient was receiving dilaudid 15 m/ml at 4.2 mg/day. The patient was not taking any other medications at the time of event. The patient's medical history includes high blood pressure, hyperlipidemia, migraines, fibromyalgia, sleep apnea, deep vein thrombosis, depression and failed back surgery syndrome (fbss). The patient's diagnosis for use was indicated as fbss. The pump serial number was confirmed by the hcp. The discrepancies and pain were reported to be resolved.

Event description:
Additional information received from a healthcare professional reported the patient deferred any surgical intervention to explore the catheter. The patient is maintained on current dose with complaints.

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n283058005, implanted: (B)(6) 2011, product type catheter; product ID 8591-38, lot # c73436, implanted: (B)(6) 2011, product type accessory. (B)(4).

Event description:
Information was received from a consumer and healthcare professional (hcp) via a company representative regarding a patient receiving an unknown type of drug via an implantable infusion pump. It was reported that over the prior few refills the patient has had volume discrepancies. It started with 1cc and has progressively gotten more. The specific volumes were not known. The patient¿s pain hasn¿t been as well controlled. It was unknown what led to the event. A dye study and roller study were done on (B)(6) 2015. The event date was reported as (B)(6) 2015. The roller study was appropriate. The dye study showed no disconnection, no leaks and it showed dye spread that appeared to the physician to be intrathecal. When the hcp was getting cerebrospinal fluid (csf) out of the catheter access port (cap) it was a little sluggish. It was noted that the hcp uses their own products to do the dye study. The hcp was able to aspirate the catheter. There was a spot on an x-ray image of the catheter that looked concerning to the physician. It was decided between the patient and hcp that they would wait things out for a while and monitor the reservoir discrepancies. If that or the patient¿s pain gets worse they will go back to their neurosurgeon. The issue was not resolved. The patient¿s status at the time of report was alive ¿ no injury. No surgical intervention occurred or planned at the time of report. The product information, other medications, pertinent medical history, diagnosis, cause, and outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.